Event description:
Additional information was requested and received stating the intraocular device was not the contributing factor for the issue reported. It was reported to be incorrect measurements by the intraoperative abberometer.

Manufacturer narrative:
Based on information received following submission of the initial report, iol is no longer the suspect. No further reports will be sent on this. All the further information and investigation will be reported under mfg report num. 2028159-2024-00310 the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the intraocular lens (iol) implant procedure, the patient experienced unexpected outcome where the toric power missed by 2.75 diopters. The iol was exchanged with another monofocal toric lens following the initial procedure.additional information was requested, but no further information is available.